Manufacturer narrative:
Evaluation summary: the device met 98% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device lasted only 3.5 years, with dissatisfaction regarding the longevity performance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device lasted only 3.5 years, with dissatisfaction regarding the longevity performance. The device was exp lanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).